Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed that the pump was started, exhibited "no disposable", pump was in stop mode and pump was turned off, recorded in history. During analysis, the customer's reported problem could not be duplicated. There was no continuous alarm and it did not say "no disposable clamp tubing". The pump operated as normal in user mode and the sensors show normal actuation in manufacturing utility mode. The reported problem is typical of a faulty downstream occlusion sensor (dso). Service will replace the dso as a preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd legacy pump exhibited an alarm with no display on the screen. It was also reported that the alarm stopped afterwards then displayed "no disposable clamp tubing". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.